Event description:
It was reported that during a robotic prostatectomy, while removing the pouch from the patient, the metal braces came off and separated. It was thought that the metal piece had fallen into the patient prolonging the procedure by ten minutes. The metal piece was found in the blue basin and not in the patient. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.